Manufacturer narrative:
H11: the device was received for evaluation. During functional testing , free flow when infusion was stopped was not reproduced. The pump was tested for flow accuracy and found to deliver between 1,268.075% and 13,095.11% error. Evaluation opened the pump and found the bottom right side mech sub assembly fastener moving freely inside the pump. The upper two right side mech sub assembly fasteners were loose but still in contact with the mech sub assembly. The motor and motor gear was misaligned with the cam gear. The damage to the mechanism impacted flow accuracy. The cause was likely an impact which occurred outside of the manufacturing facility. The device was found unserviceable during the service process and was destroyed per customer request. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted. The spectrum operator's manual on page 8 states: "caution: perform preventative maintenance annually. Pumps should be tested for proper performance annually and also whenever damage from drops, fluid intrusion and other causes is suspected." Additionally, a warning on page 22 states: "warning: prevent inaccuracy. The following can cause flow rate inaccuracies and must be avoided: using a dropped, damaged, dirty or wet pump."

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump observed uncontrolled free flow even after pump was off during norepinephrine therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Corrected information h6: investigation findings has been corrected to c13, investigation conclusions has been corrected to d1102. Additional information b1, b2, b5, b7, h1, h6: b5: during follow up information with the ¿facility physician¿. The pump was programed ¿for drips needed to keep the patient's pressure up for a heart procedure¿. The pump was used to ¿keep the pressure high during the procedure and once they saw it was at an acceptable level, they stopped the pump¿. The patient's blood pressure continued to increase, which per the reporting physician ¿was not unusual¿. However, the blood pressure ¿did not level out and kept increasing¿. To rectify the situation, the physician started unspecified medication to lower the patient's blood pressure. As the staff were inspecting all the lines and devices they noted that ¿drips were still falling from the stopped pump¿. Once they pulled the line and removed the pump, ¿the patient's blood pressure came down and the patient recovered; both from the elevated blood pressure and the heart procedure¿. No additional medical intervention was needed and the patient ended up recovering fully. No additional medical intervention was needed and the patient ended up recovering fully. Should additional relevant information become available, a supplemental report will be submitted.